Event description:
Customer reportedly obtained results of 407 mg/dl, 257 mg/dl, 140 mg/dl, and 198 mg/dl on the aviva sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system.